Manufacturer narrative:
The customer it reported that communication loss of the telemetry transmitters. While troubleshooting with tech support (ts), they found that the there was no power going to the org (B)(6) switch fiber cable. They re-seated the cable and no power. They found that the fiber cable had failed. The fiber cable run will be replaced by the customer as it is part of their infrastructure. No patient harm was reported.

Event description:
The customer it reported that communication loss of the telemetry transmitters. While troubleshooting with tech support (ts), they found that the there was no power going to the org (B)(6) switch fiber cable. They re-seated the cable and no power. They found that the fiber cable had failed. The fiber cable run will be replaced by the customer as it is part of their infrastructure. No patient harm was reported.